Event description:
It was reported that during a da vinci-assisted surgical procedure that the tip of the suction irrigator instrument broke during the procedure. There was no further information provided. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there were no reports of fragments falling into the patient, nor any reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The suction irrigation involved with this event is not expected to be returned for analysis because it was reportedly disposed by the customer.